Event description:
Outbound; patient reported no disposable alarm with cadd legacy pump serial number (B)(4), cassette reservoir volume 48 ml at the time of the alarm, cadd cassette 100 milliliters with flow stop. No lot number or expiration date available. No further details provided.